Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit and charged couple device (ccd) were damaged. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera ii bronchovideoscope, there was no image. The issue occurred during preparation for use in the diagnostic procedure. The procedure was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was confirmed due to intermittent flickering and then the image blacked out. In addition, there was a a crack in the bending section cover glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.